Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with an irregular pulse and chest pain. It was also reported that there was no atrial threshold measurement, atrial capture was unable to be assessed and the p waves appeared to be large. The atrial lead remains in use. No patient complications have been reported as a result of this event.